Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report the patient was not recovered from this recurrent peritonitis event. Physioneal and nutrineal therapies were ongoing. No additional information is available.